Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. No ramping numbers anomaly noted. No moisture damage found inside the pump. Pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No blank display noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked case at reservoir tube window corner. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm after insulin pump got wet. Customer reported that insulin pump was cracked and there was condensation under display screen. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.